Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D4: this product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 14215439. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.